Manufacturer narrative:
Date of event is estimated. Since the device was not returned for analysis, the results of the investigation are inconclusive. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy due to the ipg reaching end of life. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted, and replaced; issue resolved.